Event description:
It was reported that an atherectomy procedure using the atherectomy hawkone m was attempted in the mid superficial femoral artery in the setting of severe tortuosity, 90% lesion stenosis, and abnormal anatomy described as a very steep and tortuous aortic bifurcation. The vessel was pre-dilated and post-dilated, and a 6f terumo sheath was used without embolic protection. During the procedure in vivo, the device tip detached and was removed within the sheath. During device removal, the device nosecone detached after coming apart in the sheath, and device removal required snaring; the detached component was removed within the sheath. The procedure was aborted. The patient was reported to be alive with no injury and no vessel damage, and photos/videos of the device used during the procedure were available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.